Manufacturer narrative:
(B)(4). The problem was confirmed during service evaluation.

Manufacturer narrative:
(B)(4). The reported condition of the flo-gard infusion pump with a failure was not confirmed and not reproduced by service. Since this is a stay-in device, the root cause could not be confirmed. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
The flo-gard infusion pump was sent in as a final rental return as pump was not working; the customer no longer needs the pump. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. No additional information is available.